Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 06/21/2007 to the present date 11/30/2020 and confirmed that this device was previously returned for servicing 1 time. Device had similar service repair history and there were no production failures indicated on the source device. CAPA # (B)(4) for gripper.

Event description:
It was reported that the device was broken/damaged/unit`s barrel clamp is broken. There was no patient involvement.